Event description:
My son has a tracheostomy tube that is leaking and defective. It needs to be taken off the market because it is dangerous. The size 8 shiley tubes from the same co were recalled in 2012 for the same thing.